Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 812:04 was confirmed during product evaluation. The root cause of this condition was assigned to a shuttle motor failure. The pump head module was replaced to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a failure code 812:04. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "central supply" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.